Manufacturer narrative:
An event regarding crack/fracture and corrosion involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation: a visual inspection was performed as part of the material analysis report. The returned exeter stem and head. The head was still affixed to the stem trunnion. The fracture occurred through the neck of the stem. The fracture surfaces associated with the trunnion and stem, respectively. Two origins were observed for the fracture. Analysis of the macroscopic features on the fracture surface resulted in the determination of the propagation directions and origin locations. The fracture originated at the prehension hole surface and propagated distally. Surface indications were observed on the side walls of the prehension hole. Surface damage due to micromotion was observed at multiple sites on the medial and lateral sides of the stem. These micromotion-derived damages were likely caused by cyclic contact with the cement mantle. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. The material analysis report concluded that: the exeter stem fractured in fatigue with the origins located at or near the surface indications on the prehension hole side walls. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. Indications observed on the stem were consistent with corrosion product and bone material. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusion; the investigation concluded that the exeter stem fractured in fatigue with the origins located at or near the surface indications on the prehension hole side walls. However, no material or manufacturing defects were observed on the part features examined. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time if additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was working with his snow blower, slipped and experienced pain. It was reported that the patient reported to the hospital, x-rays revealed that the patient's stem had broken. It was reported that the patient required a revision for his femoral component. It was reported that the implant had been in the patient for nine years.

Event description:
It was reported that the patient was working with his snow blower, slipped and experienced pain. It was reported that the patient reported to the hospital, x-rays revealed that the patient's stem had broken. It was reported that the patient required a revision for his femoral component. It was reported that the implant had been in the patient for nine years.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.